Event description:
On (B)(6) 2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a patient's battery pack.